Event description:
The pt contacted lifescan in 05 and alleged that her one touch ultrasmart meter was reading inaccurately erratic. The pt reported blood glucose results of 365 mg/dl, 237 mg/dl, and 134 mg/dl with a lifescan meter, performed within 20 minutes of each other. Thereby indicating a potential malfunction of the meter in terms of precision. At the time of troubleshooting, it was verified with the pt that the meter was set in the right unit of measurement (mg/dl). The pt's testing techniques was also correct and the test strips were within the expiration date. However, the test strips were reported to be damaged. Based on the info provided, there is an indication that the product has malfunctioned since the precision test failed outside of specifications and also that the test strips were damaged. Therefore, this case is reported as a strip malfunction. A replacement meter and supplies were sent to the pt.